Event description:
Reportedly the pt underwent surgery and the abdominal incision was closed using size 1 novafil. Three hours post-op the pt coughed and ruptured the incision closure. The pt was brought back to the or where the incision was resutured. The pt was reported as being out of the ICU in 2004 and doing well.